Event description:
I have used fixodent since 1996 until 2009. While using fixodent, I began having problem with numbness and tingling in my extremities. Burning. I was diagnosed with neuropathy, and fibromyalgia. They say I'm not a diabetic. They say it is from unknown reasons. My enzymes are elevated. My hematologist says that if they get any higher, that I will have to take chemo, do a bone marrow transplant, filter my blood out my body and return it in. I have used fixodent for all these years not knowing that it was a problem with it. I even used twice daily on some occasions, because it would come loose and not stick well. It held my teeth better than any other product that I have used. But I was always a healthy person. I played softball for over twenty years. Then one day, I just started going down hill. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1996 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no. I have a wooden cane that I use. My neuropathy doctor put me on it. I fell many times. My balance is not good. I walk with a cane because I cannot stand for over ten minutes, I was falling and hurting myself. I have been to the emergency room for hurting my back. I have been to many doctors. Can't remember it has been so many. My legs were just coming from under me. My arms and legs do not have much strength.